Event description:
The operator of an advia centaur xp analyzer was performing routine work when the top cover of the analyzer fell down and came in contact with his head. The customer sought medical attention. The operator was prescribed to wear protection to the neck and physiotherapy.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site to evaluate the instrument, specifically the top cover. The fse verified that the instrument top cover and the top cover gas piston's were functioning properly. The cause of the event is unknown. The instrument is performing within specification and no further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2013-00057 was filed on february 22, 2013. Additional information (02/11/2014): siemens healthcare diagnostics has investigated the occurrences of advia centaur xp instrument covers falling during maintenance procedures. When the instrument cover is raised, the cover is supported by a gas spring attached at the middle of the cover. Over time, the gas spring may lose its effectiveness and fail to support the cover in its full or partially open position. This may lead to the cover falling during maintenance procedures. Customers in the united states were sent urgent medical device correction (umdc) 10817522 entitled "advia centaur xp instrument cover gas spring issues" in february 2014. Customers outside of the united states were sent urgent field safety notice (ufsn) 10817521 entitled "advia centaur xp instrument cover gas spring issues" in february 2014. The umdc/ufsn provides guidance to customers by explaining actions to avoid injury and to contact their siemens technical support representative if the cover cannot stay partially raised. Siemens technical support representatives will be routinely inspecting gas springs on regular preventive maintenance cycles or service visits. Correction: the initial MDR lists the catalog number as 078-a010-xx. The correct catalog number is 078-a010-04. The initial MDR lists the 510(k) number as k971418. The correct 510(k) number is k041133.